Event description:
I read the report on the test strips that were recalled by abbott inc. The products they recalled were not the ones I had problems with. I use their free style strips (I don't have the lot numbers for the early ones, these are the lot numbers I have now: lot numbers #1016922 and #1012315). My readings were not low, they were very high. This started in (B)(6), when my readings went from a lot of lows to very very high. I see my doctor every month, and she asked me "why my readings were so high." Until now I could not figure this out. Note: on (B)(6), my blood sugar was 417, I took it again one hour later and this time it was 375, I took it again in 2 hours and it was 253. From the first reading to the last one that day, I was still on a fast. What really upsets me, I called abbott several months ago about this problem. I told the lady I talked to that my readings had gone up to high, she told me I was taking the readings wrong, and to run another test on a fast. I told her again I was on a fast and the readings were just as high. She told me there was nothing they could do for me. I asked her if it could be the machine problem, and could I send this one back and get a new meter. She told me it wasn't a meter problem, and again there was nothing they could do about it. I am disabled and only have medical, they only cover one meter and I can't afford to buy a second meter. I am in a (B)(6), and the only way I have out is to stop taking my blood readings on their machine. Thank you for your time, (B)(6). Date of use: 1995 to now.